Event description:
Attorney reported: in 2007 - patient underwent a left inguinal hernia repair utilizing a perfix plug, model no. 0112750, lot no. Hurb0739. In 2009 - patient underwent surgery on his left side which resulted in the removal of the defective perfix plug which had adhered to his vas deferens. Surgery for removal of defective perfix plug from patient's right side is scheduled for 2010. Patient was advised by his doctors to go to a pain management clinic for his constant pain.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.